Event description:
It is reported by nurse of the hospital, that the pin of the device got loose.

Manufacturer narrative:
The vent was confirmed. Visual inspection:a visual inspection was performed as part of the material analysis report a material analysis report was performed. Pin "a" was protruding from the impaction housing block. It concluded that a crack was observed on the welded joint surrounding pin "b" (the second pin in the housing block) and press-fit conditions were achieved between pin "a" and the impaction housing block. No material or manufacturing defects were observed on the surfaces examined. The device was determined to be within the scope of an ncr which was previously raised to address the issue indicated in the reported event. No further action is required. The damaged device was discovered during inspection as there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It is reported by nurse of the hospital, that the pin of the device got loose.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.